Event description:
The customer contact reported the device door roller pin was broken. The device was returned to the biomedical department with a report that during set up, prior to pt use, it was noted that the device door roller pin was broken. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. During testing at the user facility, it was noted that the device door roller was broken. Though requested, no additional info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. (B)(6). This report represents all the info known by the reporter upon query by hospira personnel.